Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. Post-operatively, images were reviewed on (B)(6) 2009. Findings: obtained and reviewed, 4+ views of the lumbar spine demonstrate interbody graft with anterior fixation at l4-5 and l5-s1. The l4-5 fusion anteriorly appears fairly robust. There appears to be a radiolucent line, especially on the obliques at the l5-s1 level which we are able to see today which makes me suspicious for a pseudoarthrosis or incomplete fusion at the l5-s1 level. CT scan findings: we did review a CT scan today as well as which demonstrates calcification in the spinal canal at the l4-5 and the l5-s1 level as well and posterior to the l5 vertebra. This appears to be calcification in bone formation leading from the disc space out into the posterior canal. The l4-5 fusion is most likely fused, and I would say that the l5-s1 level is suspicious and possibly not fused. This material is in the region decompressing the exiting l4 nerve root as well as the l5 traversing root down towards s1 on the right side.